Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 12 p.m., the patient tested a sample on the meter and the result was 5.6 inr. At 6 p.m., a venous sample from the patient was tested in a laboratory using an unknown method, resulting as 4.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's product was requested for investigation. Retention test strips (314043) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.